Event description:
It was reported that this right atrial (rv) exhibited rising pacing impedance measurements up to 1581 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).